Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak under the synchron lxi 725 clinical system. Customer reported that erroneous blood urea nitrogen (bun) results were reported out of the laboratory. Customer reported that 20 bun results had to be corrected. Customer reported that there was no change to patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the cause of leak was a clogged modular chemistry collar wash vacuum valve. The fse cleaned and lubricated the vacuum valve. The fse verified proper function of the instrument.